Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 585 mg/dl on the advantage system compared back to back with a result of 181 mg/dl on the nurse's system, when testing was performed less than 10 minutes apart. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.